Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.

Event description:
This female patient with a history of subarachnoid hemorrhage and hemiplegic, giii hunt & hess was undergoing coil embolization. The guidewire was advanced into the aneurysm and the microcatheter (mc) was advanced over the guidewire. Initially there was some resistance to advanced the mc and then it jumped and moved very fast into the aneurysm, which could not be controlled and the tip of the mc ruptured the aneurysm. The guidewire was 2-3cm ahead of the mc. Mc was advanced over the tip of the gw that was placed in the mid aneurysm. Continuous flush was maintained within the mc and no kink/flattened section noted at the tip of the mc. There was no friction noted between the mc and gw during initial insertion, just at the end when it jumped and perforated the aneurysm. No coils were placed prior to this event. Immediately post procedure, the patient had high blood pressure. At the present there are no neurological consequences to the patient and she has recovered completely.